Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: thermocool smart touch bidirectional sf catheter, model # d-1348-05-s, lot # 17724176l carto 3 system, model and serial numbers unknown full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for avrt/wpw with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring surgical intervention. Error 105 (magnetic sensor error) displayed on the carto 3 system. Cable was replaced without resolution. Smarttouch sf catheter # 1 was replaced with smarttouch catheter # 2 and the issue resolved. During the procedure, while using smarttouch catheter # 2, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography and body surface echocardiography. Patient was in the operating room for pericardial drain insertion at the time of complaint report. Multiple attempts have been made to obtain additional information regarding this event, but none has been made available.